Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm and right common iliac artery dissection. While adjusting the position of the trunk - ipsilateral leg endoprosthesis using the constraining system, the device unintentionally moved distally. It was decided that it would be difficult to move the device proximally, even using the constraining system, therefore, the constraining system was removed. After deployment of the ipsilateral leg, angiography revealed that the left internal iliac artery was unintentionally covered by the ipsilateral leg. Reportedly, it was difficult to identify the bifurcation of the internal and external iliac artery during angiography. The coverage will be monitored. A proximal type I endoleak was observed during procedure. Three additional aortic extender endoprosthesis were deployed but the endoleak did not resolve. The endoleak will be monitored. The patient tolerated the procedure. The physician stated as follows: it was anticipated that this case would be difficult case because the proximal neck of the aorta was tortuous. The patient will be monitored because it would be difficult to deploy additional stent graft, patient is elder as (B)(6) years old and the aneurysm diameter is approx. 50mm.

Manufacturer narrative:
Results code 1:213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU). Adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration and improper component placement.